Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon therapy, the balloon part came into contact with the tip of the cannula causing a balloon rupture.

Manufacturer narrative:
Updated fields: b4, b7, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6, (type of investigation,investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. :(B)(4).

Event description:
N/a.